Event description:
It was reported that during a knee ligamentoplasty procedure, 2 (two) fast fix malfunctioned, the surgeon had to reposition the t implants 5 times, the anchors did not hold in the patient and when the surgeon tied the knot with the knot pusher, the sutures broke. Both t implants were removed. There was surgical delay of 30 minutes approximately and there was a back up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a material certification of analysis is required with each lot. Factors that can contribute to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed three devices were returned together in a single packaging without labeling. All three devices had the t1 returned off the needle but attached to the suture. The t2 and suture were returned on the needle. All three actuators are in the pre-t2 position. Bio debris is present. There is no breakage of implants or sutures. A functional evaluation of each device showed all three actuators cycled the t2 off the needle and continued to cycle as intended. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a material certification of analysis is required with each lot. Factors that can contribute to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include an inadvertently bending of the needle/overmold assembly an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.